Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level that ranged from 48-50 mg/dl. The cause of the low bg was unknown. The customer consumed glucose tablets to address low bg. Recommendation was made to consult with healthcare provider regarding diabetes management. In addition, it was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. The customer's blood glucose level ranged from 203-204 mg/dl.